Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 1400 mg/dl, "long lasting fatigue", and was "incapacitated". Cause of bg level was not known. Customer went to the emergency room and was subsequently admitted to the intensive care unit; nature of treatment provided was not known. Customer was discharged 2 days later with the issue resolved and no permanent damage. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.